Event description:
It was reported that this patient has received inappropriate shocks due to oversensing of noisy signals in all three sensing vectors. Technical services had provided troubleshooting recommendations, however no changes have been made at this time. No adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient has received inappropriate shocks due to oversensing of noisy signals in all three sensing vectors. Technical services had provided troubleshooting recommendations, however no changes have been made at this time. No adverse events were reported. Additional information was received that this patient presented to the emergency room due to chest pain and shock. An inappropriate shock from a previous day was observed. The amplitude measured small and noise was observed which had the appearance of myopotential oversensing, and was recreated with movement. Automatic setup was run in which this device chose primary vector. A chest x ray was obtained and the physician noted the system placement was poor as the electrode was very far left lateral and not close to the sternum. This patient would be referred to their device following physician. This s-ICD remains in service. No adverse patient effects were reported.